Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously reported, litigation alleges toxic cobalt-chromium metal debris began to be released in patient's soft tissue surrounding the implant. Patient experienced extreme pain and difference in leg length made walking difficulties. There was also grinding sensation present while walking and sitting and standing caused extreme discomfort. During surgery, it was discovered that the implant had caused significant metallosis in the soft tissue. Doi: (B)(4)2004 ¿ dor: (B)(4)2017 (left hip)

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: 2004 ; dor: (B)(6) 2017 ; left hip.